Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous right coronary artery (rca). A 4.00x38mm promus element ¿ long drug eluting stent was advanced but failed to cross the lesion. The device was removed and the stent strut was noted to be lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: then stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damaged between 10-13mm from the first proximal strut. Struts were lifted from the crimped profile position, stretched and bunched. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found a midshaft kink at 5mm and 14mm proximal of the port entry site. The bi-component bond showed no signs of damage or strain. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous right coronary artery (rca). A 4.00x38mm promus element long drug eluting stent was advanced but failed to cross the lesion. The device was removed and the stent strut was noted to be lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.